Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the replace the viewing station of the imaging system fuses on 11 january 2017. Replacement fuses were shipped to the medtronic representative on 10 january 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system was not receiving power. They reported that the issue occurred between cases. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect fuses were returned to the manufacturer for evaluation. Continuity testing found that both fuses were open. Leading to a confirmed electrical failure due to the open fuses.